Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was in the plastic applicator the wrong way around [device physical property issue]. Tried to remove tampon, couldn't feel the string. In applicator wrong way around [complication of device removal] . Case narrative: consumer reported via e-mail that she tried to remove the tampon and couldn't feel the string. Consumer attempted to remove the tampon again and realized the tampon was inserted upside down and was in the applicator the wrong way around. No injury reported.